Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the product component involved in the complaint. However, failure analysis has not completed their investigation. The probable root cause could not be determined based on the information provided.

Event description:
It was reported that during a training/demo of the da vinci system, there was an issue with universal surgical manipulator (usm)1 that required the usm to be deactivated. The system could then be used with only 3 active usms. Technical services engineer (tse) viewed the system logs and confirmed an issue with the circuit boards in usm1 and set up joint (suj) 1 not responding, pointing to an issue with the proximal suj harness. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the set up joint (suj) associated with this complaint and completed investigations. The unit was returned for failure analysis and the reported error 319 was confirmed and replicated. Due to the system being located at an internal location, no error logs could be confirmed via logs. Upon visual inspection, no issues were found related to the reported event. Installed the suj onto a golden system where error 319 was replicated on startup. The board was tested and verified it to be the source of the fault.

Event description:
Refer to h11 for follow-up information.